Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # n(B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer. (B)(4).

Event description:
It was reported that the patient experienced an infection. It was noted that the patient was administered antibiotics for her condition. It was further reported that the device was "completely explanted." It was also reported that the patient was "recovering without difficulty" at the time of report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).